Event description:
Clinical study avant guard,(B)(6), subject ID: (B)(6). It was reported that the patient experienced a blood pressure drop. During a pulsed field ablation (pfa) procedure, a farawave pulsed field ablation catheter was used. While positioning the intracardiac electrogram (ice) catheter in the left atrium, the physician observed a drop in the patients blood pressure. The ice catheter was then repositioned in the right ventricle, and no change in pericardial fluid was noted. Vasopressin and ephedrine were administered, resulting in a quick patient response. No further hemodynamic instability occurred, and the event was resolved on the same day.

Manufacturer narrative:
The device was not returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.